Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
According to the surgeon, the revision was not device related. The revision was performed due to infection.